Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present throughout the length of the pusher assembly. The introducer sheath was loaded backwards onto the ruby coil. The embolization coil was intact with the pusher assembly. The introducer sheath was ovalized approximately 20.0 cm from the proximal end and offset coil winds were present at the ovalization. Conclusions: evaluation of the returned ruby coil could not confirm the reported complaint. During functional testing, a demonstration handle was used to detach the ruby coil embolization coil without an issue. Further evaluation revealed pusher assembly kinks, offset coil winds, an ovalization in the introducer sheath and the introducer sheath was loaded backwards onto the ruby coil. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00965.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00965.

Event description:
The patient was undergoing a coil embolization procedure in the lienal artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician placed four penumbra coils in the target vessel using the handle. While attempting to detach the last ruby coil, the handle failed to detach the ruby coil. Therefore, the ruby coil was removed. The procedure ended after the coil was removed. There was no report of an adverse effect to the patient.